Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5068 implantable pacing lead 1998 (B)(6). (B)(4).

Event description:
It was reported that the device indicated a battery voltage of 1.99 volts, but the device was not indicating elective replacement (eri) as expected at that battery voltage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.